Manufacturer narrative:
Device was returned for evaluation. The returned urf-p6r flexible scope (serial#(B)(4)) was evaluated due to ¿lifting pins under a rubber and failed leak testing ¿issue. A visual inspection was performed on a received condition and determined the bending section skeleton tab is lifted inside the bending section cover from the insertion tube area and the skeleton tab was not exposed. The bending section cover and the bending section skeleton tab is lifted and bent with no signs of any sharp edges. In addition, a leak was observed on the bending section cover due to the holes/cuts and tear on the bending section. Based on the evaluation, the likely cause of the broken bending section skeleton and bent skeleton was attributed to excessive force and or stress due to mishandling. The cause of the cuts/tears/holes on the bending section cover is due to mishandling. As a precautionary measure, the instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
It was reported that the scope failed leak testing and verified that it was very cloudy. A broken skeleton was also found however, there is no patient/user harm or injury reported due to the event.